Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys hcg test system (hcg) on a cobas 6000 e 601 module. The intial hcg result was 2.03 miu/ml. This result was reported outside of the laboratory. The sample was repeated twice on the same analyzer, and the results were 108.1 miu/ml and 109.3 miu/ml. An amended report was sent out after the repeat tests were performed. The initial erroneous result was removed from the patient file prior to the treating physician seeing the result. There was no allegation that an adverse event occurred. The hcg reagent lot number was 18912303 with an expiration date of 28-feb-2018. The field service engineer (fse) visited the customer site and did not identify any issues. Instrument performance testing results were acceptable. The alarm trace shows a few sample pipetting alarms which are most likely related to the sample itself. A specific root cause was not identified. Erroneous low results for the assay involved are typically related to sample pipetting. A sample related issue is the most likely root cause for the low result.

Manufacturer narrative:
The customer has not complained of any further issues.